Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine, bupivacaine and clonidine at concentrations of 7.5 mg/ml, 30.0 mg/ml, 400.0 mcg/ml and doses of 2.5043 mg/day, 10.017 mg/day, 133.57 mcg/day via an implantable pump. The indication for use was malignant pain. It was reported the patient's device was interrogated on (B)(6) 2014 and multiple motor stall and recoveries were seen. The first stall occurred on (B)(6) 2014 at 14:16 and recovered the same day at 22:53. The second motor stall occurred on (B)(6) 2014 at 10:05 and recovered the same day at 16:12. The next stall occurred on (B)(6) 2014 at 03:12 and recovered the same day at 12:55. The 4th motor stall occurred on (B)(6) 2014 at 12:59 and recovered the next day at 06:24. The next motor stall occurred on (B)(6) 2014 at 16:40 and recovered the same day at 20:17. The last motor stall occurred on (B)(6) 2014 at 09:13 and recovered the same day at 15:58. For all the motor stalls there was no documentation of a MRI. It was indicated the stalls were related to the device or therapy. No actions were taken and the stalls all resolved without sequelae when they recovered. The patient's weight was listed as (B)(6).

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the motor stalls were not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.